Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. Customer reported elevated blood glucose (bg) levels in the 300's (mg/dl) and administered injections to stabilize bg levels.